Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the housing cracked on the right side and the left plunger case corners had cracks. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined to be the broken top housing. The top housing and plunger assembly kit were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the membrane was damaged. There was unknown patient involvement and unknown patient harm.